Event description:
It was reported that the patient presented in office. Upon interrogation, the left ventricular lead exhibited loss of capture. It was noted that the patient had twiddler syndrome which resulted in the lead becoming dislodged. On (B)(6) 2018, the lead was explanted and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.